Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a catheter replacement surgery.